Event description:
There was an allegation of questionable elecsys cmv igg results for 4 patient samples on a cobas e 801 analytical unit. Patient 1: the elecsys cmv igg result was < 0.15 u/ml (non-reactive). On (B)(6) 2024, the cmv igg result using the abbott alinity method was 22.770 ui/ ml (reactive). The avidity was 98.9 %. Patient 2: on (B)(6) 2025, the elecsys cmv igg result was < 0.15 u/ml (non-reactive). The cmv igm result was 0.345 coi (non-reactive). On (B)(6) 2024, the cmv igg result using the abbott alinity method was 14.14 ui/ml (reactive). Patient 3: on (B)(6) 2025, the elecsys cmv igg result was < 0.15 u/ml (non-reactive). On (B)(6) 2025, the cmv igg result using the abbott alinity method was 9.530 ui/ml (reactive). Patient 4: on (B)(6) 2025, the elecsys cmv igg result was < 0.15 u/ml (non-reactive). The cmv igm result was 0.137 coi (non-reactive). On (B)(6) 2025, the cmv igg result using the abbott alinity method was 11.590 ui/ml (reactive). The cmv igm results for all of the patients were negative.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
D4 expiration date was updated. The calibration and qc were acceptable. The patient samples were investigated. The non-reactive elecsys cmv igg results were reproducible for all samples. Extensive analysis of the patient samples revealed that patient 2 and patient 4 had correct negative results. The non-reactive result for patient 3 is considered a false negative, and the immune status of patient 1 could not be confidently assessed despite extensive analysis. The investigation did not identify a product problem.